Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("stillbirth/ miscarriage") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: left coil migrated to right fallopian tube/migration of essure device location of device: right pelvis'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / less than 8 weeks gestation of pregnancy- first trimester pregnancy') and abortion spontaneous ('stillbirth/ miscarriage/ pregnancy (stillbirth or miscarriage)') in a 44-year-old female patient who had essure (batch no. D19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chiropractic from april 2018 to june 2018, tubal ligation on (B)(6) 2016, loop electrosurgical excision procedure in 2015, colposcopy in 2012, cholecystectomy in 2005, uterine dilation and curettage, frozen shoulder, umbilical hernia repair, constipation, hypertension, gerd, fibrocystic breast, irritable bowel syndrome, helicobacter duodenal ulcer, iron deficiency anemia, schatzki's ring, arrhythmia, amenorrhea, sexually transmitted infection, vasectomy, multigravida, parity 3 (date of live births: (B)(6) 1997, (B)(6) 2006, (B)(6) 2009.), umbilical cord cyst, cervical dysplasia, coital hemorrhage and chlamydial infection. Past pregnancies: (B)(6) 1997- 1 fetus, vaginal delivery, full term birth (B)(6) 2006- 1 fetus, vaginal delivery, full term birth (B)(6) 2009- 1 fetus, vaginal delivery, full term birth. Patient had allergy to prednisone causes palpitations. Concurrent conditions included cramp in lower abdomen, glaucoma, gallstones, atrial septal defect, heart murmur, cervical pap smear abnormal, penicillin allergy, rash, urinary frequency, amenorrhea, breast tenderness, hives, palpitations, heartburn, exomphalos, low back pain, nocturia, abdominal bloating, axillary pain, epigastric burning, overweight, dizziness, human chorionic gonadotropin abnormal, menstruation abnormal, vaginal odor, vaginal itching, dysuria, menometrorrhagia, vulvovaginitis, urinary tract discomfort, suprapubic pain, schatzki's ring, hiatal hernia, feeling sick and uterine enlargement. Family history included colon cancer. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2018 for contraception as well as acetylsalicylic acid (aspirin) since 2018, acetylsalicylic acid (baby aspirin), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), ferrous sulfate since 2014, fluconazole (diflucan) since 2018, hydrochlorothiazide;irbesartan (irbesartan/hctz ga) since 2018, hydrochlorothiazide;valsartan (diovan hct) since 2006, hydrochlorothiazide;valsartan (valsartan hydrochlorothiazide krka), ibuprofen, iron, labetalol, loratadine, lubiprostone (amitiza) since (B)(6) 2016, minerals nos;vitamins nos (multivitamin and mineral supplement), mometasone, naproxen since (B)(6) 2018, norethisterone (camila) from (B)(6)2016 to (B)(6) 2016, pantoprazole, potassium chloride, ranitidine, sulfamethoxazole;trimethoprim, sulfamethoxazole;trimethoprim (bactrim) since 2018, travoprost (travatan z) and valsartan (diovan). On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In july 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In august 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In august 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes - urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: inserted into the r tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. There was no evidence of perforation. Discrepancy regarding pregnancy: on 01-sep2-017: rule out ectopic pregnancy. On (B)(6) 2017: rule out molar pregnancy. Viable fetus in abdominal pregnancy. 8 week sized anteverted uterus and multiparous cervix. Moderate amount of products of conception. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location.; on (B)(6) 2017: findings: the uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location. Impression: no evidence of contrast spill identified bilaterally.; on (B)(6) 2018: left coil migrated. Essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration.. Pregnancy test urine - on (B)(6) 2016: negative.. Ultrasound scan - on (B)(6) 2017: current gestational age of 4 weeks 6 days by dates, advanced maternal age, multigravida & assess fetal viability. Mean g sac 1.3 cm 5 weeks 4 days. Rule out ectopic pregnancy. Early intrauterine pregnancy, yolk sac was seen. The gestational sac is implanted low in the cavity. There are small cystic changes within the endometrial cavity above the gestational sac. The essure coils are not visualized on today¿s ultrasound. The lmp of this patient, gravida 4, para 3 patient was (B)(6) 2017, giving her an edd of (B)(6) 2018 and a current gestational age; on (B)(6) 2017: current gestational age of 6 weeks 6 days by dates. A normal fetal pole was visualized. Cardiac motion was not observed. The yolk sac was seen, measuring 0.46 cm. The amnion was also documented. The patient has a bmi of 27.4. The findings represent a missed abortion. X-ray of pelvis and hip - on (B)(6) 2018: findings: there are 2 essure coils projected over each other, in the right side of the pelvis. Impression: essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal discharge, pregnancy with contraceptive device, spontaneous abortion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Event ectopic pregnancy with contraceptive device was changed to pregnancy with contraceptive device and abortion of ectopic pregnancy to spontaneous abortion. Lot number was added. New events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: vaginal, anxiety/ mental anguish, depression, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss. Reporters, medical history, concomitant drugs, concomitant conditions were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: left coil migrated to right fallopian tube/migration of essure device location of device: right pelvis'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / less than 8 weeks gestation of pregnancy- first trimester pregnancy') and abortion spontaneous ('stillbirth/ miscarriage/ pregnancy (stillbirth or miscarriage)') in a 44-year-old female patient who had essure (batch no. D19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chiropractic from (B)(6) 2018 to (B)(6) 2018, tubal ligation on (B)(6) 2016, loop electrosurgical excision procedure in 2015, colposcopy in 2012, cholecystectomy in 2005, uterine dilation and curettage, frozen shoulder, umbilical hernia repair, constipation, hypertension, gerd, fibrocystic breast, irritable bowel syndrome, helicobacter duodenal ulcer, iron deficiency anemia, schatzki's ring, arrhythmia, amenorrhea, sexually transmitted infection, vasectomy, multigravida, parity 3 (date of live births: (B)(6) 1997, (B)(6) 2006, (B)(6) 2009.), umbilical cord cyst, cervical dysplasia, coital hemorrhage and chlamydial infection. Past pregnancies: (B)(6) 1997- 1 fetus, vaginal delivery, full term birth (B)(6) 2006- 1 fetus, vaginal delivery, full term birth (B)(6) 2009- 1 fetus, vaginal delivery, full term birth. Patient had allergy to prednisone causes palpitations. Concurrent conditions included cramp in lower abdomen, glaucoma, gallstones, atrial septal defect, heart murmur, cervical pap smear abnormal, penicillin allergy, rash, urinary frequency, amenorrhea, breast tenderness, hives, palpitations, heartburn, exomphalos, low back pain, nocturia, abdominal bloating, axillary pain, epigastric burning, overweight, dizziness, human chorionic gonadotropin abnormal, menstruation abnormal, vaginal odor, vaginal itching, dysuria, menometrorrhagia, vulvovaginitis, urinary tract discomfort, suprapubic pain, schatzki's ring, hiatal hernia, feeling sick and uterine enlargement. Family history included colon cancer. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2018 for contraception as well as acetylsalicylic acid (aspirin) since 2018, acetylsalicylic acid (baby aspirin), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), ferrous sulfate since 2014, fluconazole (diflucan) since 2018, hydrochlorothiazide;irbesartan (irbesartan/hctz ga) since 2018, hydrochlorothiazide;valsartan (diovan hct) since 2006, hydrochlorothiazide;valsartan (valsartan hydrochlorothiazide krka), ibuprofen, iron, labetalol hydrochloride (normodyne), loratadine, lubiprostone (amitiza) since (B)(6) 2016, minerals nos;vitamins nos (multivitamin and mineral supplement), mometasone furoate (nasonex), naproxen since (B)(6) 2018, norethisterone (camila) from (B)(6) 2016 to (B)(6) 2016, pantoprazole sodium sesquihydrate (protonix), potassium chloride, ranitidine hydrochloride (zantac), sulfamethoxazole;trimethoprim, sulfamethoxazole;trimethoprim (bactrim) since 2018, travoprost (travatan z) and valsartan (diovan). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes - urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: inserted into the r tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. There was no evidence of perforation. Discrepancy regarding pregnancy: on 01-sep2-017: rule out ectopic pregnancy. On (B)(6) 2017: rule out molar pregnancy. Viable fetus in abdominal pregnancy. 8 week sized anteverted uterus and multiparous cervix. Moderate amount of products of conception. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location.; on (B)(6) 2017: findings: the uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location. Impression: no evidence of contrast spill identified bilaterally.; on (B)(6) 2018: left coil migrated. Essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan - on (B)(6) 2017: current gestational age of 4 weeks 6 days by dates, advanced maternal age, multigravida & assess fetal viability. Mean g sac 1.3 cm 5 weeks 4 days. Rule out ectopic pregnancy. Early intrauterine pregnancy, yolk sac was seen. The gestational sac is implanted low in the cavity. There are small cystic changes within the endometrial cavity above the gestational sac. The essure coils are not visualized on today¿s ultrasound. The lmp of this patient, gravida 4, para 3 patient was (B)(6) 2017, giving her an edd of (B)(6) 2018 and a current gestational age; on (B)(6) 2017: current gestational age of 6 weeks 6 days by dates. A normal fetal pole was visualized. Cardiac motion was not observed. The yolk sac was seen, measuring 0.46 cm. The amnion was also documented. The patient has a bmi of 27.4. The findings represent a missed abortion. X-ray of pelvis and hip - on (B)(6) 2018: findings: there are 2 essure coils projected over each other, in the right side of the pelvis. Impression: essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal discharge, pregnancy with contraceptive device, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("stillbirth/ miscarriage") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy, device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: left coil migrated to right fallopian tube/migration of essure device location of device: right pelvis'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) / less than 8 weeks gestation of pregnancy- first trimester pregnancy'), abortion spontaneous ('stillbirth/ miscarriage/ pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 44-year-old female patient who had essure (batch no. D19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chiropractic from (B)(6) 2018, tubal ligation on (B)(6) 2016, loop electrosurgical excision procedure in 2015, colposcopy in 2012, cholecystectomy in 2005, uterine dilation and curettage, frozen shoulder, umbilical hernia repair, constipation, hypertension, gerd, fibrocystic breast, irritable bowel syndrome, helicobacter duodenal ulcer, iron deficiency anemia, schatzki's ring, arrhythmia, amenorrhea, sexually transmitted infection, vasectomy, multigravida, parity 3 (date of live births: (B)(6) 1997, (B)(6) 2006, (B)(6) 2009.), umbilical cord cyst, cervical dysplasia, coital hemorrhage and chlamydial infection. Past pregnancies: on (B)(6) 1997- 1 fetus, vaginal delivery, full term birth. On (B)(6 )2006- 1 fetus, vaginal delivery, full term birth. On (B)(6) 2009- 1 fetus, vaginal delivery, full term birth. Patient had allergy to prednisone causes palpitations. Concurrent conditions included cramp in lower abdomen, glaucoma, gallstones, atrial septal defect, heart murmur, cervical pap smear abnormal, penicillin allergy, rash, urinary frequency, amenorrhea, breast tenderness, hives, palpitations, heartburn, exomphalos, low back pain, nocturia, abdominal bloating, axillary pain, epigastric burning, overweight, dizziness, human chorionic gonadotropin abnormal, menstruation abnormal, vaginal odor, vaginal itching, dysuria, menometrorrhagia, vulvovaginitis, urinary tract discomfort, suprapubic pain, schatzki's ring, hiatal hernia, feeling sick and uterine enlargement. Family history included colon cancer. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2018 for contraception as well as acetylsalicylic acid (aspirin) since 2018, acetylsalicylic acid (baby aspirin), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), ferrous sulfate since 2014, fluconazole (diflucan) since 2018, hydrochlorothiazide;irbesartan (irbesartan/hctz ga) since 2018, hydrochlorothiazide;valsartan (diovan hct) since 2006, hydrochlorothiazide;valsartan (valsartan hydrochlorothiazide krka), ibuprofen, iron, labetalol hydrochloride (normodyne), loratadine, lubiprostone (amitiza) since (B)(6) 2016, minerals nos;vitamins nos (multivitamin and mineral supplement), mometasone furoate (nasonex), naproxen since (B)(6) 2018, norethisterone (camila) from (B)(6) 2016, pantoprazole sodium sesquihydrate (protonix), potassium chloride, ranitidine hydrochloride (zantac), sulfamethoxazole;trimethoprim, sulfamethoxazole;trimethoprim (bactrim) since 2018, travoprost (travatan z) and valsartan (diovan). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes - urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and urinary tract infection ("uti"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, abdominal pain, back pain and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: inserted into the r tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. There was no evidence of perforation. Discrepancy regarding pregnancy: on 01-sep2-017: rule out ectopic pregnancy. On (B)(6) 2017: rule out molar pregnancy. Viable fetus in abdominal pregnancy. 8 week sized anteverted uterus and multiparous cervix. Moderate amount of products of conception. Received treatment for pain, bleeding, psych injury, migration, bladder/urinary prob, other injuries/sympt : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. The uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location.; on (B)(6) 2017: findings: the uterine cavity appeared normal patient has essure device. Left sided fallopian tubes with essure device likely in the right paramedical location. Impression: no evidence of contrast spill identified bilaterally.; on (B)(6) 2018: left coil migrated. Essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration.. Pregnancy test urine - on (B)(6) 2016: negative.. Ultrasound scan - on (B)(6) 2017: current gestational age of 4 weeks 6 days by dates, advanced maternal age, multigravida & assess fetal viability. Mean g sac 1.3 cm 5 weeks 4 days. Rule out ectopic pregnancy. Early intrauterine pregnancy, yolk sac was seen. The gestational sac is implanted low in the cavity. There are small cystic changes within the endometrial cavity above the gestational sac. The essure coils are not visualized on today¿s ultrasound. The lmp of this patient, gravida 4, para 3 patient was (B)(6) 2017, giving her an edd of (B)(6) 2018 and a current gestational age; on (B)(6) 2017: current gestational age of 6 weeks 6 days by dates. A normal fetal pole was visualized. Cardiac motion was not observed. The yolk sac was seen, measuring 0.46 cm. The amnion was also documented. The patient has a bmi of 27.4. The findings represent a missed abortion. X-ray of pelvis and hip - on (B)(6) -2018: findings: there are 2 essure coils projected over each other, in the right side of the pelvis. Impression: essure coils in the right side of the pelvis. Mild bilateral hip joint degeneration.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal discharge, pregnancy with contraceptive device, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Event : abdominal pain, back pain, gen. Abnormal. Bleed, uti added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.